Event description:
The left lead sheath valve cracked - unable to flush. The doctor tried to change to another cps safe sheath sealing adapter, but this did not fit, so the sheath was removed and replaced.